Manufacturer narrative:
Alternate phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient passed away while performing continuous renal replacement therapy with a prismaflex machine. The patient was connected to the device at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information of duplicate report. This report is a duplicate of manufacturer report number 9616026-2021-00011. All information can be found under manufacturer report number 9616026-2021-00011. Should additional relevant information become available, a supplemental report will be submitted.